Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a right coronary artery. The 3.0x48mm xience xpedition stent was advanced and implanted without difficulty. The proximal shaft then separated. The method used to retrieve the separated shaft was not specified. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported material separation could not be determined; however, potential causes for detachment of device/break or material separation include, but are not limited to, damage during manufacturing, damage to the device during shipping/receiving, inadvertent mishandling during unpackaging, sheath/stylet removal, during preparation, interaction of devices or use of force. In this case, it is possible the shaft of the sds became kinked during advancement causing the reported material separation; however, due to the limited information available, a conclusive cause for the reported material separation cannot be determined. The method used to retrieve the separated shaft was not specified. Further manipulation of the device during advancement likely contributed to the noted material deformation (bent, stretched and flared stent struts). There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. H6 health effect - impact code updated from 2199 to 4641.